Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "radiographic outcomes of impaction-grafted standard-length humeral components in total shoulder and ream-and-run arthroplasty: is stress shielding an issue?" Written by patrick j. Denard, md, jason e. Hsu, md, anastasia whitson, bsph, moni b. Neradilek, ms, and frederick a. Matsen iii, md published by journal of shoulder and elbow surgery in 2019 was reviewed. The article's purpose: "the purpose of this study was to evaluate the 2-year radiographic and clinical outcomes of shoulder arthroplasty performed with a conventional, standard-length, smooth humeral stem inserted with impaction autografting." Data compiled from 126 patients, consisting of 48 ream-and-run procedures and 78 tsas, evaluated at a mean follow-up of 25 2 months. The mean age was 66 years (range, 35-87 years), 68% of patients were men, and 54% of cases involved the dominant arm. Cement manufacturer is not identified for cementing of glenoid within the article. Depuy product: global advantage. Adverse events: musculoskeletal stiffness (treated by revision with downsizing of humeral head or open capsular release or closed manipulation). Infection (treated by revision with all implants removed). Humeral stem loosening (treated by revision).